Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately high compared to another device (paramedic¿s device). The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2021. The patient reported obtaining blood glucose readings of ¿130 mg/dl¿ with the subject meter and ¿under 100 mg/dl¿ on the paramedic¿s device. The patient was not able to provide the time difference between the results. The patient stated that she manages her diabetes with metformin medication and denied making any changes to her usual diabetes management regimen as a result of the alleged issue. During the call, the patient stated that on the evening of (B)(6) 2021, she experienced a blood glucose episode and emergency medical services were called for assistance. When the paramedics arrived, the patient claimed her blood glucose tested ¿really low, under 100 mg/dl¿ on the paramedic¿s device and was treated with glucose tablets to raise her blood glucose. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing however the correct testing technique was not being followed. The cca educated the patient on the correct testing technique. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion while using the product. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.